Event description:
When opening custom dressing change kit, kit states that a biopatch is included. The biopatch is missing. In the kit is a deroyal algidex ag IV patch silver alginate. This product has not been approved by our infection prevention program and staff are not trained on the use of it.